Event description:
It was reported that the cardiomems sensor gave incorrect data after one year of implant. The physician stated this was confirmed via right heart catheterization. Additional information has been requested.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was found to be inaccurate. Additional information from the account was not available, including device information and details of the magnitude of the inaccuracy. This reported event was not investigated for possible inaccurate reading, as device information was not provided, and log files could not be reviewed. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.